Manufacturer narrative:
The flow sensors were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A ge healthcare service representative performed a checkout of the equipment and noted the mylar flap of the flow sensor was stuck to the top of the flow sensor housing.